Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the patient did not experience any symptoms. She is going to schedule a appointment with hcp to see about a replacement. This has not been confirmed with the patient or hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient fell through a porch in 2017. On the day of the report, an impedance test was run multiple times which showed open impedances on electrodes 11, 12, and 15 of greater than 10,000 ohms. Reprogramming was performed; however, the issue was not resolved. No surgical intervention was planned or performed to resolve the issue. There were no patient symptoms or complications reported.